Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260; product type: 0200-lead; implant date: (B)(6) 2015; explant date: (B)(6) 2018. Brand name: vectris surescan; product ID: 977a260; product type: 0200-lead; implant date: (B)(6) 2015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who had an implantable neurostimulator (ins). Caller reported the patient's implant was removed about 7 or 8 years ago. 7 or 8 years ago the patient came down with meningitis and patient was in the hospital for 3 months. It took 2 or 3 weeks before they figured out what the patient had. Patient took medications but patient wouldn't get better. Patient's hcp removed the implant patient started improving after removing the devices. Caller noted patient had 2 wires left on their back and patient went for an MRI last week and couldn't get the MRI. Agent reviewed information and provided implant details.